Event description:
It was reported during implant attempt, an insulation integrity issue was identified, therefore the lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted that the proximal conductor is distorted and there is blood in/on the helix/lobe mechanism, damaged at implant.